Manufacturer narrative:
An initial inspection was performed of the surveyor central unit and no issues were found with the device. An additional investigation into the event is being performed to understand the root cause of the reported malfunction. Investigation findings will be submitted in a supplemental report.

Event description:
The customer reported that the surveyor central didn't provide an alarm during a tachycardia event. This event was captured under hillrom complaint ref # (B)(4).

Event description:
The customer reported that the surveyor central didn't provide an alarm during a tachycardia event. This event was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The surveyor central station system is intended for monitoring of physiological signs, including cardiac and vital signs, for multiple patients within a medical facility. The system can receive, display and store data from up to a maximum of 64 multi-parameter patient monitors, mobile monitors, and/or telemetry systems. The system can support patient monitoring and telemetry monitoring modes simultaneously. Patient monitors can be surveyor s12 or s19 patient monitoring systems. Ambulatory telemetry transmitter and mobile monitor sources can be surveyor s4 systems. The complaint was escalated for further investigation into a suspected software issue. The log files and data analyzed did not indicate any ongoing software issue or specific states compatible with the customer¿s allegation. It was additionally noted that there are no known unresolved software anomalies for the product compatible with the customer¿s allegation either. The instructions for use contains the following safety information: in the case of a surveyor central system with additional control stations for display and control of the same patient channels in multiple locations, silencing or suspending of alarms will cause the alarm to be silenced or suspended at all the locations. Be certain that alarms are silenced or suspended by the clinician having direct responsibility for care of the given patient. Install all computer equipment with adequate space around ventilation vents. Clean and remove accumulated dust on ventilation openings, and also remove dust regularly from the inside of the system. The last operation must be performed by adequately trained and authorized personnel, and with the system turned off. Install the external usb connected speakers that generates the alarm sounds in such a way that the sound can be heard adequately in the appropriate areas. Do not unplug the usb speakers from the computer as this may cause the interruption of audible alarm. The surveyor central provides an alarm volume adjustment. Be sure to set the volume at a level that alarms can be heard above the ambient noise level in the environment of use. Setting alarm volumes too low can impede recognition of alarm signals. Although there was no problem found with the device, if the reported issue of the surveyor central not providing an audible alarm during a tachycardia event were to recur, it would be likely to cause or contribute to a death or serious injury. Therefore, hillrom is reporting this event.